Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion section light guide bundle was slightly interrupted and weakened. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure of the universal cord. Whereas for the insertion section light guide bundle was slightly interrupted and weakened was caused by a component failure of the light guide (lg) bundle should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had 3d image failure. The issue was identified during inspection for use. There were no reports of patient harm.